Event description:
There has been no new event/patient information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms lot number 9328433. The device was returned with the handle in the open position and the basket formation in the closed position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Visual examination noted the support sheath is severed 2 mm past the mlla and 6.5 cm of coil is exposed between the points of separation. Functional testing determined the handle does not actuate the basket formation. A review of the device history record for lot number 9328433 showed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history revealed one other complaint associated with the complaint device lot 9328433. The other complaint is unrelated to this complaint failure mode. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath and purple support sheath were both separated near the handle. It is possible the device was damaged during unpacking / handling, but there is no information provided related to device handling. The cause of the sheath separation could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The user opened the ncircle tipless stone extractor package and found the purple protective sheath of the device sitting in the tray was already separated. Then he removed the device from the tray and manipulated the handle to see if the device is usable and confirmed the basket could be opened and closed. However, he didn't use it for the procedure. The procedure was completed using another ncircle tipless stone extractor.